Event description:
Customer reports to have had an emergency room visit due to high blood glucose and hyperglycemia. Customer's blood glucose at time of emergency room visit was 600mg/dl. During troubleshooting for high blood glucose it was found that cannula was slightly bent. Customer states due to her losing her job, she is not able to purchase supplies. Customer was advised that emergency supplies would be sent to her. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).